Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color when using the device. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color when using the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The device was not attempted to be deployed outside of the patient's body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in a manufacturing position and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked, deploying the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and expected deployment of the plug. Additionally, the indicator window achieved the black, white, and red position as expected. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18261783 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. Functional analysis achieved successful deployment of the device with full window transition. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received without depression of the lever. However, handling factors are likely since the device was received with the guard unlocked. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. If the indicator wire is not deployed, the device will not anchor against the vessel wall to transition the indicator window. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.